Event description:
Additional information received from the manufacturer representative (rep) reported that the troubleshooting performed related to the low impedances on contact 1/2 combinations was testing the impedances multiple times during the case. The cause of the low impedances is unknown, and the surgeon felt that it was ok to proceed with closing since the patient was not programmed on that combination and did not want to further damage the hardware by re-exploring the incision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that aside from the short, the damage to the implant is unknown. It was reported that the surgeon decided to proceed with closure of the incision in order to risk any further damage to the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional via the representative reported after the case (unrelated to this event) was finished, the representative tested the impedance and found a low impedance value of 71 on the 1/2 contact combination on the right sided system. The patient was not programmed on this combination so the surgeon decided to continue closing and not risk "any more damage to the right side." The patient's indication for use was parkinsons dual and movement disorders.